Event description:
Report received from baxter canada. The facility reported that a pumphead module underdelivered during biomed testing after it was installed onto the pump. The facility representative stated that no pt injury or medical intervention involved with this report.

Manufacturer narrative:
The device involved was requested for eval. If the device is received, a follow-up report will be submitted upon completion of the device's eval or if add'l info is obtained.